Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, the button is not being held down for an extended period of time and there is nothing pressing up against the button to trigger the alarms. There was no reported impact to customer's blood glucose level.